Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received two shocks. A remote monitoring transmission was performed and reviewed. The device detected two episodes of ventricular fibrillation; however, atrial fibrillation (af) with rapid ventricular response was suspected and the shocks were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.